Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 3 months post-implant, the patient's implantable cardioverter defibrillator (ICD) system was explanted due to a pocket infection. The organism was confirmed to be escheritia coli. No further patient complications have been reported as a result of this event.